Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue that resulted in product damage (kink) has been completed. The clinical review indicated the issues were due to improper positioning as a result of improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported during placement of the impella, before the physician removed the peel-away sheath, the impella became dislodged and was alarming that the impella was in the patient¿s aorta. Reportedly when the physician advanced across the aortic valve the impella device kinked in the ventricle, although the kink was able to be corrected the physician made the decision to remove this impella. There was no patient harm reported, and this device was replaced.